Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: during ventilation the unit periodically began to show blower fault error. During diagnostic, the error also appeared intermittently. The blower worked with strange noise. Summary: tf 431001 tf 431002 due to defective mainboard or blower.

Manufacturer narrative:
Hamitlon medical ags conclusion: rootcause: defective mainboard. Correctiion: replacement of the mainboard solved the issue.